Event description:
A remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service technician found evidence of foam degradation. Additionally, the service technician also noted an error codes present. The device was scrapped by the service center after the evaluation was completed.